Event description:
It was reported that the pump over infused. The cassette was empty and infusion ended 4 hours earlier. The infusion rate was of 3 ml per hour. The remaining volume was 11.8 ml. The volume given was 126.2. The event occurred while in use with a patient at the patient's home and the operator of the device was healthcare professional. There was no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.